Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the staple line was incomplete distally. The jaws of the device also locked on tissue.